Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer said it alarmed failed battery test after changing a battery. The battery cap is not damaged. Customer blood glucose at the time of incident 10.7mmol/l. Troubleshoot was performed. The issue was not resolved. Customer was advised to stop using the insulin pump. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unit received with currents in spec. No unexpected failed battery. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.